Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = according to the information received, ¿broken cermamic pinnacle insert¿. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that pinn 100 w/gription 48mm has a large fragment of a broken ceramic liner fixated. No other defects that could have contributed to the reported event were observed. With the provided information, a root cause cannot be established for the observed condition of the acetabular cup. A manufacturing record evaluation was performed for the finished device [121731048 / 4093684] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing the overall complaint was confirmed as the observed condition of the pinn 100 w/gription 48mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot =a manufacturing record evaluation was performed for the finished device [121731048 / 4093684] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ceramic pinnacle insert is broken.